Event description:
Revision surgery - the patient had loosening of the stem and developed a peri-prosthetic fracture.

Manufacturer narrative:
The reason for this revision surgery was to remedy a periprosthetic fracture 9.1 months after prior surgery. The outcomes attributed to this event were required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. A review of the product complaint report shows this is the (B)(4) complaint for this part number. The root cause was not determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.